Event description:
It was reported that the device exhibited a cassette not attached error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 3/6/2024. H3 and h6. Evaluation codes: updated. One device was received for evaluation. Visual inspection found no physical damage. Functional testing was able to verify and duplicate the reported problem. It was determined that the corroded downstream sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.